Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert indicating the audio alarm was not audible occurred on an ilet device, confirmed as an audio over/under current malfunction after a restart attempt, and the patient was instructed to replace the device and use backup therapy until the replacement arrived. Symptoms included no impact to blood glucose and no injury. Outcomes included shipment of a replacement device and return of the original device, with user education on shutdown and acknowledgment that device data would not transfer to the replacement. Investigation included review of device history and user-reported alert verification, with instruction to restart followed by persistent alert leading to replacement. Investigation of the returned device revealed a device audio subsystem malfunction consistent with an audio circuit over/under current condition that did not affect therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the audio alarm circuitry.